Event description:
Rptr read an article regarding pedicle screws in his local newspaper last week. He wanted to report his experience to FDA before these were approved for use. He had back surgery in 3/90. Four screws were inserted on each side. In 10/91 he was experiencing extreme pain and it was found that one of the screws had broken. All were removed and replaced in 5/92. He went home from the hosp, but had to return because of a staph infection. All of the "hardware" in his back had to be removed in order for the staph infection to clear up.